Manufacturer narrative:
Conclusion: conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker. A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. The product is still implanted. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that one month and twenty-one days post implant of this bioprosthetic valve, a permanent pacemaker was implanted due to complete heart block (chb). No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic received additional information from the physician that "it would be uncommon for the valve to have caused complete heart block (chb) that long after the placement", however, the exact cause of complete heart block (chb) could not be determined. It was reported the patient also underwent a septal myectomy at the time of permanent pacemaker implant and complete heart block (chb) was present post procedure. If information is provided in the future, a supplemental report will be issued.